Event description:
It was reported that (1) atb45 was used during a thoracoscopy/lobe resection procedure. It was reported by the rep that the surgeon was using the atb45 on a lobe resection. The surgeon fired the stapler it cut and stapled on specimen side only. Stapler did not staple both sides. Extensive bleeding causing delay of case by thirty minutes. The pt is fine. No adverse pt outcome.